Event description:
During an atrial fibrillation procedure, it was reported that after inserting the navistar thermocool into the sheath, the body surface ECG at carto 3 system and ep recording was very noisy. After troubleshooting and exchanging cables and catheter, the procedure was able to be started and completed successfully. There were no patient consequences. On (B)(6), received additional information requested from bwi representative stating that the signal noise occur on all channels on both systems at the same time. The physician was not able to interpret the signals in spite of the presence of noise. Due to this additional information, this complaint became reportable. Awareness date changed from (B)(6) to (B)(6) 2013

Manufacturer narrative:
As the lot # 15934538m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference # (B)(4).